Manufacturer narrative:
Insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertically cracked lcd controller. Unable to perform the self-test, sleep current measurement, active current measurement, and displacement test verify missing segments/partial display due to blank display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call for partial display. Customer¿s blood glucose was 148 mg/dl. Customer reported that they slipped and fell on the ice tonight. Customer is calling back with blank display after receiving new battery cap. Customer reported that display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.